Manufacturer narrative:
Results of investigation: carefusion failure analysis lab technician was unable to verify the customer's reported issue. All transducers were successfully calibrated. The suspect component passed all testing and met all carefusion manufacturer specifications.

Manufacturer narrative:
Carefusion complaint number: (B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
It was reported that the ventilator was alarming transducer fault. There was no patient involvement.